Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
No up button response due to flattened button dome switch. Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches to lcd window, cracked case near lcd window corners, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and missing end cap sticker.